Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3 of 5 while the hp was connected. The hc alarmed system error 2367 when the caregiver (cg) cycled the power for the first time. The technical service representative advise the cg to start therapy over using all new supplies. During troubleshooting nothing was found that could have caused or contributed to the alarm. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.